Event description:
It was reported that the customer could not hear any sound coming from the intellivue x3. It is unknown if the device was in use monitoring a patient at the time of the reported event. No death or patient/user injury or harm was reported. A philips remote service engineer (rse) spoke to the customer. The rse found that the issue was caused by a faulty speaker assembly. To resolve the issue, the customer was provided with a mx_100/x3 speaker assembly. The repair was carried out by the customer. The device failed to work as intended. This issue was caused by a malfunction of the device and was resolved by the customer replacing the speaker assembly.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).